Manufacturer narrative:
After the procedure, the hosp discarded the product. Since the product was not returned to guidant cardiac surgery for evaluation it will be difficult to confirm the reported problem,

Event description:
The hosp reported that during preparation for a saphenous vein harvesting procedure, the image on the endoscope was noticed to be dark. No pt involvement was repoted. The hosp did not report any pt complications.